Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.

Event description:
The customer reported that the screen was gray. The field engineer noted that the system was unable to perform fluoroscopy. There is no report of injury or death associated with the event described in this complaint.